Manufacturer narrative:
Initial reporter state: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. Investigation results: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.

Event description:
It was reported that the safety mechanism failed and prematurely activated on the bd safetyglide¿ needle. The following information was provided by the initial reporter: "caller from ambulance service wants to know how you open the tip of the safetyglide needle. She states there is a cap over it, I know I am supposed to flick it with my thumb."